Event description:
The customer reported requesting assistance with reconnecting the sensor. During the call the customer stated that he had the paramedics to come to his residence the day before due to low blood glucose. The customer mentioned that he spoke to his doctor regarding the low blood glucose. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.please see medwatch report # 2032227-2013-03456.